Event description:
Information was received based on review of a journal article titled, "mortality and perioperative complications after unicompartmental knee arthroplasty." This study aimed to determine the 90-day incidence of perioperative complications and mortality of patients undergoing total knee arthroplasty. The oxford phase iii mobile bearing unicompartmental knee prosthesis and the vanguard m fixed bearing unicompartmental knee prosthesis were used, both manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient underwent irrigation and debridement due to hematoma. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. (B)(6). Manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02797 which referenced a journal article written on a study that this patient took part in.